Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It was reported that a pad was damaged when driving in.

Manufacturer narrative:
The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It was identified that the pad was damaged during impaction. The pads are designed to be a replaceable item and are designed to absorb impaction without damaging the implants. It is recommended to review the condition of the parts before each use and replace them when they show significant wear. The manual orthopaedic surgical instruments states that "(B)(4) materials have a limited useful life. If (B)(4) surfaces turn "chalky," show excessive surface damage, or if (B)(4) devices show excessive distortion or are visibly warped, they should be replaced". A definitive root cause cannot be determined with the information provided.